Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the device was discarded by the customer). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated, and no deviations on process contributing to the reported issue were found. The product was manufactured and released according to specifications. A search in complaint system revealed that a non-conformance (nc) was issued to hold production orders (po) until completion of revalidation requirements assessment due to re-layout activity and until obtain results of 3 three days of monitoring of environmental conditions. Po was released based in satisfactory results of microbiological testing and closure of work orders. This nc is not related to this complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a pit, small crack was noted at the center of optical part during the intraocular lens (iol) implantation. The iol was removed to be exchanged. The physician said that she was feeling resistant just before she made the perfusion settings. Procedure was completed successfully with the back-up lens. There was no patient injury reported. It was noted that the lens was discarded. No further information was provided.